Manufacturer narrative:
Corrected information: d4- common device name: screw, crossplate, 3.5 x 34mm product code: hwc catalog number- mpsx3534 additional information: d4-lot #-586095 d9-yes h6 sample received 3/21/2022 the customer returned the sample for evaluation. The actual product code was determined to be mpsx3534 (screw) not the mpp2200r (plate) initially reported. It was reported that the cross plate screw was backing out of a dual mode lapidus right plate (mpp2200r) after it was implanted. A visual, functional and dimensional evaluation was performed and the customer reported issue was confirmed however a definitive root cause was not able to be determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that the patient had a lapidus procedure performed on (B)(6) 2021 at which time the hardware was implanted into his foot. The patient is in a walking boot and during recovery experienced a fall. The patient was seen in the clinic by the doctor on (B)(6) 2021 and upon assessment it was noted that the cross plate screw was backing out of the lapidus plate. After additional tests were performed it was determined that the bones have fused and the patient is doing well so the surgeon brought the patient back in to the office on (B)(6) 2021 to remove the screw from the foot in the office. The surgeon made a small incision and removed the screw from the patient in the clinic without further incident or injury. The surgeon noted that the bones have fused and the patient is doing well. The sample has not been returned to the manufacturer as of the filing of this report. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the cross plate screw was backing out of the lapaidus plate in the patients foot requiring removal by the clinician.